Manufacturer narrative:
Block h6: device problem a0501 captures the reportable event of coil detached.

Event description:
It was reported that on (B)(6) 2024, the patient had a successful tria ureteral stent placement. On (B)(6) 2024, the patient returned for ureteroscopic stone extraction with laser lithotripsy; removal and reinsertion of ureteral stent. A follow up was suggested concerning the foreign body found that probably a broken piece of the stent and presence of residual stones, and was recommended to undergo second ureteroscopy with laser lithotripsy and removal of foreign body. On (B)(6) 2024, a cystoscopy procedure was performed for stent removal and foreign body removal of the broken stent tip from the implanted stent on (B)(6) 2024. No stent reinsertion required. It was reported that there were no patient complications reported after each procedure. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device problem a0501 captures the reportable event of coil detached. Patient code e2008 captures the reportable event of an unretrieved device fragment. Block h11: correction to block h6 (patient code).

Event description:
It was reported that on (B)(6) 2024, the patient had a successful ureteral stent placement. On (B)(6) 2024, the patient returned for ureteroscopic stone extraction with laser lithotripsy, removal and reinsertion of ureteral stent. A follow up was suggested concerning the foreign body found that probably a broken piece of the stent and presence of residual stones and was recommended to undergo second ureteroscopy with laser lithotripsy and removal of foreign body if indeed 1 was present. On (B)(6) 2024, a cystoscopy procedure was performed for stent removal, foreign body removal of the broken stent tip that was previously implanted on (B)(6) 2024. No stent reinsertion required. It was reported that there were no patient complications reported after each procedure. The report is one of two complaints that pertain to the same event (MFR. Report # 2124215-2024-36840 and MFR. Report # 2124215-2024-46280).